Manufacturer narrative:
A field service engineer (fse) found a suction issue on the sipper nozzle and replaced it. The fse also replaced the dilution cup and a valve. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit for nine patients. Patient (B)(6) initial result was 149 mmol/l, and the repeat result on another instrument was 140 mmol/l. Patient (B)(6) initial result was 145 mmol/l, and the repeat result on another instrument was 136 mmol/l. Patient (B)(6) initial result was 150 mmol/l, and the repeat result on another instrument was 142 mmol/l. Patient (B)(6) initial result was 152 mmol/l, and the repeat result on another instrument was 142 mmol/l. Patient (B)(6) initial result was 153 mmol/l, and the repeat result on another instrument was 139 mmol/l. Patient (B)(6) initial result was 149 mmol/l, and the repeat result on another instrument was 136 mmol/l. Patient (B)(6) initial result was 153 mmol/l, and the repeat result on another instrument was 141 mmol/l. Patient (B)(6) initial result was 148 mmol/l, and the repeat result on another instrument was 141 mmol/l. Patient (B)(6) initial result was 146 mmol/l, and the repeat result on another instrument was 139 mmol/l. The samples were repeated because qc was out of range.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.